Event description:
I was implanted in the spring of 1974 and developed problems soon thereafter. I went back to the surgeon on (B)(6) 1974 and he stated he would have to do more surgery. I did not have the money for the surgery or any insurance and decided to just try and live with the sore breasts. Then in (B)(6) 1993 after noticing a softening of the implant and after hearing of problems with the implants, I went to my hmo and they sent me for a mammogram. The mammogram came back as normal and did not show any calcification as noted on the report. Then in (B)(6) I had the right implant removed. According to the report and I quote "dense fibrous connective tissue consistent with capsule from breast implant: focal calcification, suture granulomas; foreign body reaction and fat necrosis." I had been feeling lumps in my breasts before I had them removed. Please note that the mammogram did not show the calcification and granulomas because they were embedded in the scar tissue. The left implant was then removed on (B)(6) 1994. As reported yesterday, my sed rate went from 50 before the removal of the first implant, then to 30 after removal and then to around 20 after removal of the left implant. Dr noted that he saw no intramammary calcification and then on (B)(6) 1993 a pathologist here found calcification in the capsule. Dr noted that he saw no intramammary calcification and then on (B)(6) 1993 a pathologist here found calcification in the capsule. FDA safety report ID# (B)(4).